Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the grip has a scratch, switch box has a scratch, scope-connector cover unit has a scratch, suction connector has a scratch, sheet holder unit has corrosion due to water leakage, distal end has a crack, objective lens has a crack, connecting tube has a wrinkle, and the universal cord is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder, the forceps elevator have a whitish foreign material, and the light guide lens adhesive had foreign material resembling corrosion. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.